Manufacturer narrative:
Tech found sticky substance in siderail latch mechanism. Tech removed, cleaned, lubricated and replaced siderail latch mechanism to resolve.

Event description:
Account alleged siderail not latching.